Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that the loudspeaker is not working. There were no sound from the alarms, only visual alarms. The device was in clinical use at time of event and no adverse event was reported.

Manufacturer narrative:
E1; reporter institution phone number:(B)(6). E1: reporter phone number:(B)(6). The following functional tests were performed: the field service engineer went onsite and ordered the customer a loudspeaker assembly to resolve the issue. Based on the information available, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.